Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection is believed to be caused by excess magnet strength. The recipient reportedly healed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection at the scalp and extrusion. The recipient presented with skin breakdown. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.